Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed as a signal loss greater than 3 hours. The probable cause could not be determined. The reported event of no readings is reportable based on the finding of signal loss greater than 3 hours. No injury or medical intervention was reported.